Manufacturer narrative:
The onyx remains implanted in the patient; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2019-00819, 2029214-2019-00820. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that marathon catheter ruptured during onyx injection. The patient was undergoing embolization treatment anterior venous fistula. The vessel was observed severely tortuous. Reported device and any accessory devices prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. It was reported that the neuron max 088 and neuron was prepared as per the IFU and was placed at the desired location. With the help of the mirage, the marathon was tracked and navigated to the therapeutic area just near the nidus. There was not any friction or difficulty during delivery. The wire was removed, and the catheter was flushed with saline using a 3-ml syringe, then flushed with dmso. Onyx was taken into a 1-ml syringe and was injected at controlled rate of 0.016 ml/min. The onyx was not visible at the therapeutic area post injection 0f 0.26ml. When checked on fluro, there was a leak at approximately 3/4th length of the catheter. The devices were removed. The procedure was completed using new devices. There were no reports of patient symptoms in association with this event.